Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause in this case is user error. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon of an icf100 was ruptured during a case. As reported the procedure was mitral valve repair via minimal invasive surgery. Balloon was prepped without any noted defect. The balloon was inserted initially without problem. It was placed uninflated at the level of the stj. When the balloon was inflated, it was at the level of the aortic valve. The surgeon continued to inflate, with the balloon at the aortic valve. The rep noticed the root pressure not dropping and checked the status of the root vent and was told that it was not on. The rep advised the perfusionist to turn on the vent. The root pressure went to zero and the rep noticed the internal balloon pressure to be 635 mmhg. The surgeon at this point pulled the balloon back at least 3-4cm without removing volume from the balloon. The team started to notice a change in EKG activity but not what was considered normal. The tee doppler was placed at the level of balloon and it was noted to have leaking coming circumferential of the balloon. Without the rep's noticing, the surgeon had continued to inject volume into the balloon. At this time the rep informed the surgeon he had a balloon rupture, and to test this theory the rep had him draw back on the syringe. It resulted with blood in the syringe. The team deflated the balloon as best as possible and removed from the ER cannulae. A new icf was prepped on the side table and inserted. With some difficulty, the balloon was placed above the stj and inflated. Internal balloon pressure was in the range of >500 mmhg. The case proceeded without difficulty or problems. The patient went to the cvicu and on pod#1 was doing well without problems. The tee did not reveal unusual anatomy of the ascending aorta. The team noticed on tee leaking jets around the balloon. The surgeon then continued to fill the balloon but the rep informed him that he had a balloon rupture. It appeared he utilized the entire 35cc syringe and developed an internal balloon pressure of 635+mmhg.

Manufacturer narrative:
H10: additional narratives: updated b5 per new information received.

Manufacturer narrative:
H1: additional narratives: the clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. H3: product evaluation: customer report of balloon rupture was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that the balloon of an icf100 was ruptured during a case. As reported the procedure was mitral valve repair via minimal invasive surgery. Balloon was prepped without any noted defect. The balloon was inserted initially without problem. It was placed uninflated at the level of the stj. When the balloon was inflated, it was at the level of the aortic valve. The surgeon continued to inflate, with the balloon at the aortic valve. The rep noticed the root pressure not dropping and checked the status of the root vent and was told that it was not on. The rep advised the perfusionist to turn on the vent. The root pressure went to zero and the rep noticed the internal balloon pressure to be 635 mmhg. The surgeon at this point pulled the balloon back at least 3-4cm without removing volume from the balloon. The team started to notice a change in EKG activity but not what was considered normal. The tee doppler was placed at the level of balloon and it was noted to have leaking coming circumferential of the balloon. Without the rep's noticing, the surgeon had continued to inject volume into the balloon. At this time the rep informed the surgeon he had a balloon rupture, and to test this theory the rep had him draw back on the syringe. It resulted with blood in the syringe. The team deflated the balloon as best as possible and removed from the ER cannulae. A new icf was prepped on the side table and inserted. With some difficulty, the balloon was placed above the stj and inflated. Internal balloon pressure was in the range of >500 mmhg. The case proceeded without difficulty or problems. The patient went to the cvicu and on pod#1 was doing well without problems. The tee did not reveal unusual anatomy of the ascending aorta.